Event description:
It was reported that post a stenting treatment procedure stent thrombosis occurred. A 3.00x16mm ion stent was implanted in an unspecified lesion. An unknown amount of time later "acute" stent thrombosis occurred. Angiography was performed to regain flow. No additional patient complications were reported and the patient's current condition is okay.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).